Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a surgery to have the lead replaced in 2009 due to migration. It was also reported that "a couple years ago" the patient walked through the security gates at wal-mart and "smelled burning", but it was noted that the patient felt no shocking or jolting. The incision site where the leads were placed was painful and numb, and was described as "jello coming down a wall sliding and it felt numb". It was also reported that the patient felt residual stimulation when the ins was off, but it did go away eventually. It was noted that the patient used lidoderm patches along with oral medications. It was also reported that the patient had experienced seizures and had significant weight loss. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 37743 lot# serial# (B)(4), product type programmer, patient product ID: 37752 lot# serial# (B)(4), implanted: 2008 (B)(6), product type recharger product ID: 3708140 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension product ID: 3708140 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension product ID: 39565-30 lot# serial# (B)(4), implanted: 2008 (B)(6), product type lead (B)(4).